Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure coil could not be visualized') in an adult female patient who had essure (batch no. B93873) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("increasingly severe pain / chronic pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("heavy menstrual bleeding"), medical device discomfort ("increasingly discomfort") and tooth disorder ("dental problems"). At the time of the report, the device dislocation, pelvic pain, abdominal pain, menorrhagia, medical device discomfort and tooth disorder outcome was unknown. The reporter considered abdominal pain, device dislocation, medical device discomfort, menorrhagia, pelvic pain and tooth disorder to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2016: results: right coil could not be vizualized. Diagnostic results: (B)(6) 2016 ultrasound: underwent an ultrasound, which showed that her right essure coil could not be visualized batch no b93873, production date 2013-10-04, expiration date 2016-11-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure coil could not be visualized') in an adult female patient who had essure (batch no. B93873) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("increasingly severe pain / chronic pelvic pain"), medical device discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding"), tooth disorder ("dental problems") and abdominal pain ("abdominal pain"). At the time of the report, the device dislocation, pelvic pain, medical device discomfort, menorrhagia, tooth disorder and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, medical device discomfort, menorrhagia, pelvic pain and tooth disorder to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2016: results: right coil could not be visualized. Diagnostic results: (B)(6) 2016 ultrasound: underwent an ultrasound, which showed that her right essure coil could not be visualized quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Lot number, reporters information and product indication were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.